Event description:
The doctor stated a corneal ulcer developed in the right eye less than 2 days these lenses were dispensed, and the patient was referred to an ophthalmologist. Dr (B)(6) filled out a complaint follow-up form to describe the event. He wrote "after 1 day wearing new synergeyes, inc. Multi-focal patient developed severe stromal edema which lead to corneal ulcer, od. Medical interventions was required. On (B)(6) 2008, the event had not resolved. Dr (B)(6) completed another complaint follow-up form to describe the event on (B)(6) 2008. He wrote "corneal ulcer od with stromal edema after 1 day wear." The patient's recovery was stated as "90% resolved by (B)(6) 2008."

Manufacturer narrative:
Complication rare but not unknown, no evidence of malfunction of the device but rather an inherent risk of contact lens wear.